Event description:
It was reported that a patient underwent an arthroscopically and pancreatic resection procedure on (B)(6) 2023 and suture clips were used. During the procedure, after the removal of uterine fibroids, when doctor was preparing to suture, the needle entered the abdominal cavity from the puncture device. Before the suture could begin, the problem of pulling off suture needle had happened. After the doctor discovered it, the surgery was immediately stopped, and the needle was taken out of the abdominal cavity in a timely manner. The integrity of the entire needle was checked, and no breakage was found, or damage was caused to the abdominal cavity. After that, a new needle was used to start the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # :(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: "1. What suture type was used? Currently, unknown. 2. What suture size was used? Currently, unknown. 3. When the event occurred, was the suture placed near the hinge of the clip? Currently, unknown. 4. Were you able to lock the clip closed on the suture?no. If yes after it closed, was the clip holding securely fixed on the suture? N/a. 5. Was the applier checked for damage (jaws straight and aligned)? Yes, there is no damage. 6. What was the surgical procedure involved? Arthroscopically and pancreatic resection. 7. Was this a robotic procedure? Currently unknown. 8. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? Currently, unknown." A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.